Event description:
The patient stated, "on (B)(6) 2012 patient received a right total hip replacement. Procedure was completed successfully, but patient sustained post-op complications of atrial fibrillation, hypotension and oliguria, and had to be admitted to the ICU for treatment. On (B)(6) 2012, patient presented with a diagnosis of right hip fracture, severe pain, and hip dislocation, 27 days post-op. She received a closed reduction of her right hip dislocation. Post-reduction x-rays showed no evidence of any hip bone fracture--which indicates that there was no hip fracture as initially diagnosed." Doi: (B)(6) 2012. Dor: unknown. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). The head and liner were also subject of (B)(4) as the patient experienced adverse events on different days with the same device. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.